Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined due to no device return. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device did not trip or detach from the end of the wire as it should work. The issue occurred during an endoscopy procedure. Another product loop cutter was used to remove the product wire and removed from the patient. The procedure was completed using similar device. There were no reports of patient harm.